Event description:
It was reported to philips that the device had a broken pin on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device had a broken pin on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 2 was found stuck in the compressed position, and the contact pin of j7 had been broken off.